Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a reciproc file 6x broke during use. It is reported that broken part remains in root canal, further treatment is pending at this time but no appointment for patient. So patient outcome is unknown at this time.

Manufacturer narrative:
The returned file is broken at 8mm from the tip (broken tip was not returned). File broke under fatigue (modef), while pushing into a root canal curved portion. No material or machining defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified.

Manufacturer narrative:
Investigation findings code 213 was submitted in follow-up #1 by mistake. The code has been corrected to 3252.

Event description:
Additional information received indicating the patient's tooth was extracted.